Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that it was found that the tyvek was damaged and there was a pinhole on the package before the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r93a5l. Device analysis: the analysis results found that the er320 device was returned inside its package unopened. Upon visual inspection, foreign matter was noted to be inside and the foreign matter was confirmed to be a piece of plastic. The package and the device were open to confirm that the piece of plastic are the handle posts from the device. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.